Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Explanting physician's contact number not valid. Reason for reoperation: rupture.

Event description:
Healthcare provider reported ¿accumulation of serous fluid.¿ the device side is unknown. Device has been explanted.